Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that the ht70 plus ventilator generated a coin battery depleted error message on power up. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Unique identifier (UDI) number added. Correction to MFR. Contact information. Correction evaluation codes method, result and conclusion. Device evaluation summary: the coin cell battery was returned for failure investigation. The voltage measured 0.030 vdc, which is below the acceptable range. The evaluation isolated the failure to the low voltage of the coin cell battery but did not determine a cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the service engineer (se) replaced the coin cell battery and the unit passed all tests, cal ibrations, and manufacturer¿s specifications. If information is provided in the future, a supplemental report will be issued.